Event description:
While on the phone with reporter, patient tested blood glucose, obtaining a result of 118 mg/dl. Patient told reporter that she was not feeling well - as if blood glucose were low. Reporter advised patient to continue testing blood glucose and she (reporter) would go to patient's home to assist. Reporter arrived at patient's home, 15 minutes later, and found patient unconscious. Reporter tested patient's blood glucose, using the suspect device, with a result of 153 mg/dl. Reporter phoned emergency medical services for assistance. Upon their arrival, 10 minutes later, patient's blood glucose reportedly measured 65 mg/dl on paramedics device. Patient was given orange juice and was subsequently transported to hospital for additional treatment. Reporter stated that patient was given graham crackers at the hospital and an ultrasound was performed to check the heartbeat of patient's fetus. Patient was reportedly released from the hospital 3 hours later. At the time of the event, the test strips in use had expired. Quality control testing had not been performed on the system. Technical support requsted the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
This event was also reported on medwatch form 3500a manufacturer report number 1823260-2006-04946. The blood glucose values listed were produced using 2 different strip lots. However, reporter did not indicate which strip lot produced the respective values.